Manufacturer narrative:
Complained product will not be available.

Event description:
Brush head broke: brush part became detached from pin. Oral-b refills [device breakage] brush head does not fit on toothbrush. Oral-b refills [device physical property issue]. Case narrative: consumer stated via email that oral-b refills broke and brush part became detached from pin. Also, brush head does not fit on toothbrush. No injury was reported. Follow-up (20-feb-2026): product investigations result added. No injury was reported.